Event description:
While using hemopro vh-3000 (maquet) endovascular system,rafa (operator) noted the audio signal was sounding even though she was not activating the instrument. She had the circulator check the generator, removed the instrument from the leg. Noted smoke and "red hot" tip of instrument. No charring of pin or inside of leg noted on endoscopic exam. Case continued using new instrument. Post case generator and cords examined by biomed.